Manufacturer narrative:
(B)(4). The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: leaks appeared when the epidural medicine was being injected, the catheter seems porous at the level of the graduation. The epidural catheter was removed and replaced. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer returned one snaplock adapter, one flat filter, and one epidural catheter for investigation, reference file pic_inp1900043493. The returned components were visually examined with and without magnification. Visual examination of the returned filter revealed that the filter appears typical with no observed defects or anomalies. Visual examination of the returned snaplock adapter revealed that the snaplock adapter appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical. Microscopic examination after a functional leak test revealed that the catheter has two small punctures in the extrusion material. One puncture is approximately 11.5 cm from the distal end on the 11 cm marker band. The other puncture is approximately 36.6 cm from the distal end. No other defects or anomalies were observed. A functional leak test was performed per mrq 000017 section 6.5 rev. 5 using the returned catheter and snaplock adapter with the lab leak tester (c05176). The proximal end of the catheter was inserted into other remarks: the snaplock adapter until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The snaplock adapter was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. A leak was immediately seen exiting from the 11 cm marker band. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. A second leak was detected from a small hole in the catheter extrusion approximately 36.6 cm from the distal end. No other leaks were detected. The reported complaint of a leaking epidural catheter was confirmed based upon the sample received. The returned epidural catheter was confirmed to leak from two small punctures in the extrusion material approximately 11.5 and 36.6 cm from the distal end. The extrusion was found to be damaged however, the coils appear typical. All epidural catheters are 100% tested for leaks at the time of manufacturing. A device history record review performed on the epidural catheter showed no evidence to suggest a manufacturing related cause. The leaks were detected during use. However, there is no evidence of misuse on the catheter and it is unknown for how long the catheter was in use prior to detecting a leak. It is unknown how the catheter was handled prior to use by the end user. Therefore, a potential cause of this complaint issue could not be determined, and a corrective action is not required at this time.

Event description:
Alleged event: leaks appeared when the epidural medicine was being injected, the catheter seems porous at the level of the graduation. The epidural catheter was removed and replaced. The patient's condition was reported as fine.